Event description:
Customer reported purchasing expired precision xtra product and not able to test her blood glucose. Customer then stated that she started to feel funny and experiencing symptoms of headache. Paramedics were called and transport customer to medical ctr where she was diagnosed with severe hyperglycemia and treated with insulin.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.